Event description:
Procedure: laparoscopic gastric bypass. Reportedly, the staple line did not hold, large amount of bleeding occurred. Opened the patient and sutured to complete. No further patient injury reported.